Event description:
It was reported that the 9800 system had no image on the left monitor and the technique would intermittently go to maximum. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera, high voltage cable, and ps2 power supply were replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.